Manufacturer narrative:
The pump was returned to animas. During evaluation the pump responded normally to button presses. There was adhesive found under the button contacts.

Event description:
The pt's mother reported that the pump was not appropriately responding to presses of the arrow buttons. She says it takes multiple button presses to achieve a pump response. She also says that the frequency of unresponsiveness is increasing. She denies that the pump is exposed to moisture.